Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for sodium electrode (na), potassium electrode (k), and chloride electrode (cl) on a cobas pro ise analytical unit. Discrepant results were provided for 1 patient sample tested for na, k, and cl. This medwatch will cover k. Refer to medwatch with a1 patient identifier (B)(6) for information on the na results and medwatch with a1 patient identifier (B)(6) for information on the cl results. The initial na result was 91.4 mmol/l. The repeat result was 139.2 mmol/l. The initial k result was 2.81 mmol/l. The repeat result was 4.14 mmol/l. The initial cl result was 65.1 mmol/l. The repeat result was 101.2 mmol/l. The sample was repeated as the initial results were low. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. No electrode lot numbers with expiration dates were provided. Calibration and qc were acceptable. The customer used a centrifugation spin time of 5 minutes. This spin time is shorter than typically recommended. The field service engineer (fse) did not find a cause for the event. The fse replaced the sample probe and sipper nozzle and performed a sample probe adjustment. An instrument check, qc, and precision testing were all acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.